Event description:
A report was received that the patient had a pocket revision due to discomfort at the ipg pocket site. The patient reported that she was experiencing a warming sensation at the pocket site and discomfort when she sits down. The physician repositioned the ipg pocket above the original pocket site. The patient is reportedly doing well.

Manufacturer narrative:
This is the final report.